Manufacturer narrative:
As of 06/27/2017 the initial complaint by the customer did not indicate that an MDR would be required. However, the consumer stated on 06/01/2017 that she required medical attention. Based on the information received, aso opted to file an MDR. Aso has evaluated returned and retained samples. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests.

Event description:
The customer stated that product ripped her skin off.